Manufacturer narrative:
A ge service representative investigated the issue and removed and replaced the generator interface pcb, reloaded the nodes and software. Additionally, the backplane was replaced, power supply and control panel pcb to properly restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9900 fluoroscopy system would not boot up.